Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed upper out of range high voltage lead impedance measurement. The patient was asymptomatic. The patient returned to the clinic and the vibratory alert settings were programmed. Defibrillation threshold testing was performed. The device is now working properly. The patient condition is fine and will be remotely followed-up.